Manufacturer narrative:
B3. Date of event: unknown; therefore, the first day of the aware month was selected.

Event description:
It was reported by the patient that the fluid in this inflatable penile prosthesis (ipp) was unable to be transferred to the cylinders as the pump bulb of this ipp does not refill after depressed. The patient further stated he has attempted troubleshooting techniques with no resolution. The patient has an appointment with physician for evaluation and next steps. No patient complications were reported, and no further information was provided.